Manufacturer narrative:
Device evaluated by MFR? Other (code unspecified): the v.a.c.ulta¿ serial numbers were not provided, therefore device evaluations could not be performed. Based on the information provided, it cannot be determined that the alleged wound separations are related to the v.a.c.ulta¿ negative pressure wound therapy system. Kci made multiple unsuccessful attempts to obtain additional clinical and device information. It is unknown if either medical/surgical intervention was required or the degree of severity. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On 25-jan-2019, the following information was received by kci after a review of journal article, webb ma et al., incisional wound vac and risk-adjusted ssi (surgical site infection) rates in colorectal surgery: a tertiary centre experience, the american journal of surgery, https://doi.org/10.1016/j.amjsurg.2018.12.019: 689 patients were included in this study and 145 patients were treated with v.a.c.ulta¿ negative pressure would therapy system between 01-jan-2014 and 31-dec-2017. Two patients experienced wound disruption while using the v.a.c.ulta¿ negative pressure would therapy system. The article noted, "wound disruption was poorly recorded with 74% 'unknown' data.. Regarding secondary outcomes, due to the low occurrences, we are unable to comment on the impact of ivac (v.a.c.ulta¿) versus ssd [standard sterile dressing] in preventing wound separation." The v.a.c.ulta¿ serial numbers were not provided, therefore device evaluations could not be performed.